Event description:
This is the same event and the same pt reported under MDR ID # 2939859-1999-0008. This is the first MDR submitted for the first suspect product. A report was faxed from south korea to mcghan medical corp. The fax contains a report of two events for the same pt. The pt was injected in the forehead in 1998 with two formulations of collagen layered. The report describes a crust that appeared at the injection site 4 days post treatment that was "heeled by the doctor's therapy". One year later the site developed a 2 cm. Pruritic macula that was a "yellow-pink" color. An unspecified oral drug was administered that gave some relief.